Event description:
During an arthroscopic stabilization procedure, the physician reportedly utilized a mini magnum knotless implant (w/inserter handle). While placing the initial implant, the suture was broken. The physician was unable to back the implant out of the bone hole. The implant was deployed and abandoned in the pt's bone as it was unusable. The physician drilled a new bone hole and was able to complete the procedure with a second device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.